Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for entrapment of the device requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. It was an emergency procedure performed while the patient was already intubated. The patient had a frozen posterior leaflet and an anterior flail. A clip was advanced and became stuck in the anterior flail chords. The clip could not be freed, therefore the clip was deployed where it was at. The clip was implanted on both leaflets reducing the mr to 3-4.the patient was then taken to surgery for a mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be due to challenging anatomy (leaflet flail). The reported unexpected medical intervention was associated with the decision to deploy clip as removal was not possible. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.